Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the e-100 generator functionality with all system arms. The fse replaced the e-100 generator due to multiple customer complaints. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and manually power cycled 10 times. The e-100 generator powered on with no issue each time. The vessel sealer instrument was installed with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations for the cut/seal function about 100 times. The e-100 generator worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator was delivering energy intermittently. It was working for about 15 minutes and then it went out. The e-100 generator was greyed out and the user was unable to deliver energy anymore. The site tried rebooting and reseating the cable but the issue persisted. The site moved the vessel sealer instrument to the integrated electrosurgical unit (iesu) and it was working fine. The procedure was completing as planned with no reported injury.